Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient product ID: 37092, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Poor communication on their programmer for about a week or so now was reported by the patient. On the call, the patient attempted communication with and without the antenna but still received poor communication. Patient services emailed repair for a replacement programmer, stating that there was poor communication with and without the antenna, but recommended that if the new programmer had the same issue that they should follow-up with their health care physician (hcp) to check the ins status. It was noted an antenna was sent as well. Hcp listings were sent to the patient. There were no symptoms reported. The patient called back on 2020-feb-18 and reported they were still seeing a poor communication screen. Patient services reviewed that they should contact their hcp and hcp listings email was resent to the patient as they had been unable to open it. On 2020-feb-19, the patient called back inquiring about shipping the old product back and the information was reviewed. The patient also mentioned that they had made an appointment with their hcp for (B)(6) 2020 to discuss their issue. There were no further complications reported. Additional information was received from a consumer. It was reported that the implanted device was dislodged and will be replaced on (B)(6) 2020. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient product ID; 37092, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the instrument in the body was moved back and was disconnected from the programmer. No further patient complications are anticipated or expected as a result of this event. Additional information was received from a consumer. It was reported that the surgery was cancelled and it is not operating at this time. No further patient complications are anticipated or expected as a result of this event.